Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) - user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer states that contact the provider and the medications to control her glucose was increased due to high blood glucose in response to and infection and antibiotics. Customer had no symptoms and no adverse event reported. Another call back was made on (B)(4) 2018 to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 243mg/dl. The expected fasting blood glucose test result range is 140-185mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history. Customer states the time and date is incorrect on meter. Result 1 :170mg/dl date: (B)(6) 2017 fasting. Result 2 :243mg/dl date: (B)(6) 2017 fasting. Result 3 :194mg/dl date: (B)(6) 2017 fasting. Result 4 :192mg/dl date: (B)(6) 2017 fasting. Result 5 :110mg/dl date: (B)(6) 2017 fasting.